Manufacturer narrative:
Device analysis a lead revealed no anomaly found. Device analysis a lead revealed no anomaly found. Device analysis a lead revealed no anomaly found. Device analysis a lead revealed no anomaly found. Device analysis for an extension revealed no significant anomaly. The body was cut thru, product segmented. Device analysis for an extension revealed no significant anomaly. The body was cut thru, product segmented. Device analysis for an extension revealed the distal end connector was twisted in molder rubber. Device analysis for an extension revealed no significant anomaly. The body was cut thru, product segmented. Device analysis for an anchor revealed no anomaly found. Device analysis for an anchor revealed no anomaly found. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_perc_extension, serial # unknown, product type extension; product ID neu_perc_extension, serial # unknown, product type extension; product ID neu_perc_extension, serial # unknown, product type extension; product ID neu_perc_extension, serial # unknown, product type extension; product ID 97791, lot # unknown, product type accessory; product ID 97791, lot # unknown, product type accessory. (B)(4).

Event description:
It was reported that the reason for removal was noted to be therapy-related. It was reported that the health care professional want the ¿wire look at¿ because no anchors were used. The healthcare provider would like the area analyze where the suture was. It was indicated that the device was not use with/in the patient and no patient death at time of reported event. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the event was a failed trial. It was noted the patient received no relief. It was reported the trial did not cover the pain at all. It was noted the patient did not go on to implant. It was reported the surgeon may have sutured down too hard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).